Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance contacted the hp's wife on (B)(4) 2011 regarding the reported system error. The hp's wife stated that the hp has been doing fine since this report and there had been no patient injury or medical intervention associated with this. This complaint for a system error (se) 2240 (air in set) was confirmed and is due to use error. Per the complaint information, the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.